Manufacturer narrative:
H3: analysis of the sample was completed and concluded that the sample and an open pouch were returned in a double plastic bag. The pouch was open from 3 of 4 sides when returned. Upon return, there were traces of liquid observed inside the tube. There was no damage on the device that could be observed with the naked eye. A syringe was used to inject 15cc of air into the cuff, and the inflated cuff was submerged in the water for leak observation, and there was no leakage observed coming from the cuff. Same as the cuff, the inflation assembly was submerged in the water, and there were bubbles observed. The leakage was detected coming from the valve. The device failed due to defective condition and the inability to stay inflated. H6: codes updated, previously applied codes fdm b17 , fdr c20 and img code g04134 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code updated, previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to usage, the pressure drops after inflating the balloon, suspecting that the leak is between the cuff and the balloon. There is no patient involved in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.